Event description:
It was reported that this electrode appeared to have migration in the form of an "s" formation of the electrode coil seen in an x-ray from where the tissue was misplaced. The patient's hospital stay was extended due to the possible need for revision. Boston scientific technical services (ts) was contacted by the field representative, and ts discussed that the s-ICD system could possibly be left as is because defibrillation threshold (dft) testing was successful and measurements looked good. The field representative planned to discuss this with the physician and request an additional x-ray to view the adipose tissue under the coil. No additional adverse patient effects were reported. The local area field representative was contacted for information. This report will be updated should additional information become available.

Event description:
It was reported that this electrode appeared to have migration in the form of an "s" formation of the electrode coil seen in an x-ray from where the tissue was misplaced. The patient's hospital stay was extended due to the possible need for revision. Boston scientific technical services (ts) was contacted by the field representative, and ts discussed that the s-ICD system could possibly be left as is because defibrillation threshold (dft) testing was successful and measurements looked good. The field representative planned to discuss this with the physician and request an additional x-ray to view the adipose tissue under the coil. No additional adverse patient effects were reported. The local area field representative was contacted for information. This report will be updated should additional information become available. Additional information was received indicating the patient underwent a revision procedure to reposition the electrode. The electrode was re-tunneled and repositioned, with subsequent successful dft testing performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes, updating from f1905: device revision or replacement to f1904: device repositioning.

Event description:
It was reported that this electrode appeared to have migration in the form of an "s" formation of the electrode coil seen in an x-ray from where the tissue was misplaced. The patient's hospital stay was extended due to the possible need for revision. Boston scientific technical services (ts) was contacted by the field representative, and ts discussed that the s-ICD system could possibly be left as is because defibrillation threshold (dft) testing was successful and measurements looked good. The field representative planned to discuss this with the physician and request an additional x-ray to view the adipose tissue under the coil. No additional adverse patient effects were reported. The local area field representative was contacted for information. This report will be updated should additional information become available. Additional information was received indicating the patient underwent a revision procedure to reposition the electrode. The electrode was re-tunneled and repositioned, with subsequent successful dft testing performed. No additional adverse patient effects were reported.